Event description:
During circumcision, bleeding occurred when there was not enough pressure on the tissues because the gomco bell was not tight enough (too large for the rest of the gomco apparatus). Precedure was continued and pressure was applied to control bleeding.